Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician evaluated the trilogy evo device had contamination on the machine flow sensor and blower assembly. The service technician replaced the device¿s machine flow sensor and blower assembly to address this issue.